Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Update jul 24, 2017: claim letter, reconciliation patient name and asr claims snapshots received. There is no new allegation. Added complainant information. This complaint was updated on sep 18, 2017.

Manufacturer narrative:
Corrected: new etq record created in order to update etq (legal system) complaint number dint 17820. Reason for original complaint ¿ asr revision asr hip resurfacing system (left) reason(s) for revision: alval / soft tissue reaction update jul 24, 2017: claim letter, reconciliation patient name and asr claims snapshots received. There is no new allegation. Added complainant information. This complaint was updated on sep 18, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA- 001226. Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
The pt was revised to address alval.